Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. When reviewing similar reportable events for marisa we have found low number of other similar cases where lifting arm detached from mast. We have been able to establish that there is no complaint trend concerning these kinds of events. (B)(4).

Event description:
Initially it was reported by arjohuntleigh's representative that marisa's lifting arm detached from the hoist. After the resident had fallen to the floor from bed, caregivers brought marisa to the room to raise resident off the floor. Psw adjusted carry bar to lower bracket in order for carry bar to reach the floor. Staff applied sling to resident and hooked up sling to carry bar. They raised resident approximately 12' off the floor and the carry bar disconnected from the mast, resulting in resident falling to the floor. From received information skin tear occured to the resident as a result of this incident. First aid was given, no treatment was needed. Device examination performed with the customer showed that device condition is satisfactory, only base was scratched. Function test was performed, everything was working correctly. It was not possible to re-create the reported event. From this evaluation we can state that the involved device did not fail to meet its specification.